Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer was assisted in performing a 5.0u fill cannula. Customer stated the insulin did not exit. Customer stated that they run load reservoir with empty insulin pump until piston reaches end of travel. Customer stated that insulin does not exit with plunger push. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.